Event description:
It was reported that the pump was set to deliver at a rate of 11.5ml/hr over 18 hrs. After about 3 hrs the pump alarmed and it was noted that the bag was empty. There was no pt consequence.